Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized due to cloudy pd effluent and another indication. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (20 days after the event onset). The patient was discharged from the hospital 22 days after admission. And was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.